Manufacturer narrative:
Corrected data: a4 - patient weight was erroneously not reported on the initial regulatory report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted. Upon closing the access site in the groin, the patient became hypertensive. Echocardiogram showed pericardial effusion, therefore pericardiocentesis was performed. Per the physician, the valve and delivery catheter system (dcs) caused or contributed to the adverse event. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012072339), product type: 0195-heart valves. Other medical products in use during the event include: brand name: evolut fx dcs, product ID: d-evolutfx-2329 (lot: 0012096138), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.